Event description:
A report was received stating a ventilator generated a severe occlusion alarm during patient use. The patient was placed on an alternate ventilator without harm or injury. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). During a follow-up with the user facility, the facility reported to have replaced the exhalation filter. The device then passed all performed testing and was returned to clinical use.